Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that a doctor took 6 of the 7 wires out but there was one wire they could not get out. He thinks it was in 2015. The patient reported he now has a torn rotator cuff and needed to have an MRI, but he was told he could not have an MRI due to the wire left in there. The patient stated he is getting ready to have a surgery to remove the remaining wire before he goes for an MRI. His current doctor wanted to have a manufacturer rep there when they remove the wire. No patient symptoms reported.